Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as the event date is unknown. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cardia of stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto the tissue, but failed to release from the catheter. Reportedly, the wire at the handle was cut using hemostat and the clip was successfully deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.